Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced low blood glucose (bg) event on (B)(6) 2025 with blood glucose level of 2.3 mmol/l and was given carbohydrates by their mother and from emergency staff until the glucose level was stabilized at 7 mmol/l. The patient was later taken to emergency room and was observed for 4.5 hours. The length of hospitaliztion was less than 24 hours. No further information available.